Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n321956, implanted: (B)(6) 2012, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4)

Event description:
It was reported that there was a problem with the patient programmer (pp); it was unable to make adjustments or perform telemetry with or without the antenna attached. There was also report of a burning sensation at the implant site in the patient's lower back for the last couple of weeks. The sensation was there even when therapy was turned off. The healthcare provider (hcp) noted that the patient had not been seen in the neurosurgery office since (B)(6) 2014. The patient called back on (B)(6) and stated the implantable neurostimulator (ins) was burning the patient on the inside since may. The sensation would come and go and it was happening when therapy was on and off. There were no events, traumas, or falls reported. The patient had an appointment scheduled for (B)(6) with the physician and requested a manufacturer's representative (rep) be present. The patient was seen by the physician on (B)(6). The patient stated she felt periodic burning in the pocket. An impedance check was done and was normal. The physician stated the cause of the burning was unknown and gave the patient the option of "wait-and-see" or battery replacement. The patient stated the burning was not constant or bad enough to warrant surgery. Upon device return of the pp, analysis found the antenna jack was resoldered as a preventative measure.